Event description:
Chronic cervical and thoracic pain and cervical spasms after augmentation with natrelle silicone breast implants. Implants were explanted (B)(6) 2023 and issues persist. Ongoing test and pain management since 2018 including chiropractic care. Implants were explanted (B)(6) 2023 and issues still persist. Reference report #mw5145114.